Manufacturer narrative:
Product event summary: at analysis the stated reason for return of "cannot calibrate touch screen with pen" was not confirmed, the touch screen was able to be calibrated with the pen (stylus) both with the calibration floppy disk (multipoint calibration) and also with the software (2-point calibration) without any problems. It was additionally reported both the upper and lower bullets were missing, the sliding rail from the cover plate keyboard left was broken and right was missing and an error was found in the software history. The stylus, upper and lower left bullets, sliding rail left and right cover plate keyboard were added, the touch screen was calibrated and new software was installed. The device was cleaned and it passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer's touch screen could not be calibrated with its touch pen. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.